Manufacturer narrative:
The mcs instrument and mcs tip cover accessory have not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument or instrument accessory is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the initial reporter indicated that electrical energy arced from the distal end of the mcs instrument and a burn was allegedly noted on the mcs tip cover accessory. However, it is unclear if mcs tip cover was actually compromised considering the robotics coordinator stated that she inspected accessory and did not find any evidence of arcing. In addition, there is no indication that a serious patient occurred based on the information provided. The customer reported complaint does not itself constitute a MDR reportable event; however, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
On 04/22/2016, intuitive surgical, inc. (Isi) received (B)(4) with the following event description: while using the robotic micro scissor with cautery, physician noticed an arc come through the end of the instrument. Patient experienced a burn on the colon. Instrument removed and replaced. Burn noted on tip cover. What was the original intended procedure? Robotic hysterectomy with lymph node dissection and staging si system device usage problem: device malfunction - that is, the device did not do what it was supposed to do. On 05/18/2016, isi contacted the site's robotics coordinator and obtained the following additional information regarding the reported event: according to the robotics coordinator, the surgeon was using an erbe generator with 3-3 settings. The grounding pad was positioned correctly on the patient. The monopolar curved scissors (mcs) tip cover accessory was installed correctly on the mcs instrument. After the event occurred, the robotics coordinator entered the room and inspected the mcs instrument and mcs tip cover accessory. The robotics coordinator stated that she did not find any evidence of arcing on the instrument or instrument accessory. The robotics coordinator was unable to confirm the initial reporter's statement: burn noted on tip cover. She also stated that the mcs tip cover accessory did not have any holes or signs of melting. In regards to the colon injury, the robotics coordinator indicated that the bowel defect did not require any treatment or repair. She was unable to provide a visual description of the bowel defect. After the surgical staff replaced the mcs instrument and mcs tip cover accessory, the surgeon successfully completed the surgical procedure.